Event description:
The pt reported that she was getting a "surging " sensation. She thought she was getting extra drug from her pump. The pump was replaced. The medication being delivered via the pump was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.